Event description:
The patient was admitted on [date redacted] with an intra-cranial bleed. He was in the neurological critical care unit (nccu) until transfer to a neuro floor approximately a month later. One week later, while being seen for a dual therapy session (pt and ot), the patient coughed forcefully and expelled a 3cm x 3cm green portion of a bite block. Note that the white the portion of the bite block, which typically extends out of the mouth was no longer present. The patient reportedly did not relax his jaw during oral care and the presence of the block was unknown.